Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken ceramic sleeve.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery spatula instrument has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure the permanent cautery spatula instrument tip was damaged/fractured. A instrument fragment fell to the floor while it was being attached to the arm for use. The cause of the fragment falling is unknown, and it was confirmed that the fragment did not fall into the patient's anatomy but rather onto the floor. The fragment was picked up by a nurse, and all fragments were retrieved and confirmed. No additional surgical procedure or post-operative tests like an x-ray or ultrasound were necessary, and the procedure was completed robotically without any injury to the patient. The patient has not returned to the hospital due to any post-surgical complications.